Event description:
It was reported a carealert occurred as a lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia. It was further reported the patient received inappropriate therapy due to t-wave oversensing (twos). The physician was instructed on magnet use and the sensitivity was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.